Event description:
Results of investigation: customer was treated by physician with gauze bandages soaked in medication for inflammation. Patient removed gauze bandages earlier than recommended by doctor, and started to use devices against advisory. No patient allergies are known. Cannot confirm if skin reaction is due to allergic reaction or pressure in ear canal. Unable to verify patient's current condition. Devices were not returned for investigation.

Manufacturer narrative:
Cross-reporting case from germany. Pending investigation to determine if supplemental is needed.

Event description:
In this event, customer experienced inflammation in both ear canals after wearing hearing aids. Customer was treated with gauze bandages soaked in medication, that were inserted into ear canal three times a day for three days. The cause of inflammation is currently unknown. Materials which are in contact with customers skin are tested for their biocompatibility.